Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and completed the device evaluation. The instrument was analyzed and found to have no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was installed and removed without any issues on multiple attempts. The instrument was fully functional. There was no problem detected with this instrument. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint regarding a broken instrument jaw latch was not confirmed by failure analysis. Isi conducted a follow-up to inform the customer about the attached photograph and the investigation result and obtained the following additional information regarding the returned instrument: the dislodged pin was pushed back in by an isi representative before sending the instrument back to isi for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the prograsp forceps instrument's jaw latch was broken during cleaning. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the initial reporter and obtained the following information: the prograsp forceps instrument was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. The customer was able to remove the instrument and cannula together as one piece without increasing the port size. It was also confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the prograsp forceps instrument's jaw latch was broken, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. Isi has received images of the broken prograsp forceps instrument. The review of the provided image is conducted by the isi failure analysis engineer (fae) and provided the following additional information: "it looks like the grip pin has been dislodged." The probable root cause of a loose/dislodged grip pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This complaint is considered a reportable malfunction due to the following conclusion: the prograsp forceps instrument had a loose grip pin which could fall inside the patient's anatomy and require surgical intervention to remove the item. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.